Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Purge retainer was confirmed to be broken. The cause of the issue was a broken purge retainer.

Event description:
The user facility reported a 31-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the automated impella controller (aic) was measuring high purge flow and low purge pressure during patient support. Upon inspection of the unit, it was discovered that the purge disc housing was broken. The aic was swapped as a result of the noted damage. There was no patient harm reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.